Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing pain at the ipg site as well as left shoulder pain. The patient was given non-steroidal anti-inflammatory medication and had tried physical therapy.